Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device or lead related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
The lead was returned due to patient deceased. As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead did not find any anomalies except for procedural damage. Electrical testing was normal.

Manufacturer narrative:
D6-b: date of explant should be (B)(6) 2026 in initial report.